Event description:
It was reported by a family member the patient heard an "alert tone playing recently and wondered what it was for." Follow-up with the physician was recommended. Additional information from the physician's office indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and will not be received. Concomitant products: 5076-45 implantable pacing lead 2006 (B)(6); 694958 implantable tachy lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information.